Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. The specific device has not been returned for review and the lot number has not been provided. Therefore, the device history record cannot be reviewed. The design of the durom acetabular cup in general has been confirmed to be safe and effective if the device is used as intended. A product failure therefore, is highly unlikely. Implant migration can be an inherent post-operative risk if the post-operative care is not consequently followed by the pt. In zimmer's "instruction leaflet for endoprosthesis" ((B)(4)) the needs for post-operative care is described to minimize the risk of such an undesired event. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that a few weeks after surgery the cup migrated and failed. No info about revision surgery was received.